Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times during a patient event.  The patient was experiencing cardiac arrest at the time of the event.   The customer advised that there were no adverse effects to the patient as a result of the reported issue.  No further details about the event were provided by the customer.

Manufacturer narrative:
Physio-control removed the device's system pcb assembly for further examination.  Physio determined that the cause of the reported issue was a crystal, designator y1, on the single-board computer (sbc) which is located on the system pcb assembly. The customer was provided with a replacement device.